Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. At this time, the lot of the large clip applier instrument is unknown. Isi has reviewed the site's system logs with a procedure date of (B)(4) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci pulmonary lobectomy procedure to traditional open surgical techniques after the patient's pulmonary artery was injured. However, at this time, it is unknown if a malfunction of an instrument and/or an accessory occurred during the surgical procedure.

Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the surgeon applied a hem-o-lok clip on a pulmonary artery using a large clip applier instrument. According to the initial reporter, the surgeon did not realize that the clip did not completely lock. As a result, when the surgeon pulled the large clip applier instrument away, the pulmonary artery tore. The surgeon then made the decision to convert to open surgery in order to ligate the torn vessel with sutures. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator. The robotics coordinator indicated that the instrument was available for return to isi for evaluation. She also indicated that the patient's pulmonary artery was torn and repaired. According to the robotics coordinator, the patient stayed overnight and is doing fine.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received uf/importer report (B)(4), (patient identifier (B)(6)) on 08/19/2014. The following event description was provided: during a davinci assisted left upper lobectomy, the surgeon placed a large hem-o-lok clip on the pulmonary artery and clipped it. The clip did not release from the instrument, when the instrument was pulled back the clip tore the artery. As a result the case converted to an open procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.